Manufacturer narrative:
The service center reported that the unit failed port expansion during functional testing. The outputs were still activating and the keying was not inhibited as it normally would be. The investigation isolated the failure to the d1 diode on the audio/footswitch board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The audio/footswitch board was replaced to address the condition. No trend has been identified. No corrective action is required, because no trend has been identified.

Event description:
The customer reported that the unit failed port expansion during servicing. The outputs were still activating and the keying was not inhibited as it normally would be. No patient present.